Event description:
A customer reported that the pump screen was damaged and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and opted not to receive follow-up support regarding this issue. Consequently, no additional actions were taken by technical support.